Event description:
During the inspection of the ventilator it was discovered that pneumatic back-plane printed circuit board was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).